Event description:
A medtronic ent rep reported that wired mouse working intermittently. The medtronic rep reported they unplugged/re-seated mouse connection, and re-booted sys, with no effect. There was no pt present.

Manufacturer narrative:
Pt info not provided as no pt was involved in this issue. Device manufacture date not available at time of this report. RMA issued for tria mouse kit. Shipped (B)(6) 2011. Investigation finds the mouse cable has been pinched exposing and damaging internal wires. When connected to a known good sys the mouse had no function at all. Mouse kit lot #0005633406.